Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, red particles in the gel and shell, and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, stress marks and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare professional reported a right side "rupture." Healthcare professional later reported "folded wavy multidirectional lines" and "small amount of peri-implant fluid". Device has been explanted and replaced.